Manufacturer narrative:
The investigation has been completed. The device was not returned. The root cause of the injury was unable to be determined due to insufficient clinical details. A device history reviewed was completed and passed all post sterile inspection checks.

Event description:
The complainant reported a patient was on impella cp support after decompensating after intra-aortic balloon pump removal. The medical team were unable to get pedal pulses with doppler but were able to find strong doppler popliteal pulse. Position of the pump was verified, but the left leg continued to have no flow. The patient was weaned from support four days later. The patient survived.